Event description:
The customer contact reported that during testing at the user facility, the device alarmed with multiple s321 (motor error pmc, left) malfunction alarm codes. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
A field service engineer performed initial testing and investigation at the user facility. During testing the device did not alarm with a s321 malfunction alarm code; however, it was noted in the device history. Further testing of the device mechanism using a test device at the service center, no probable cause was determined because the device mechanism passed the testing within specifications. There was an investigation to address the s321 alarm malfunction for symbiq devices with mechanisms containing mr2 motors. The mr2 motor is recommended to be replaced as a preventive action since s321 was found in the history log. The motor was replaced in this device.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.